Event description:
The complaint is reported as: "the proximal lumen was blocked; they place the catheter with this condition and they made a knot in the proximal lumen." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however, the customer supplied one photo for evaluation. The photo displayed a 2-lumen catheter inserted into a patient. The proximal lumen appeared to be tied in a knot. A full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The customer report of a blocked lumen could not be confirmed by visual inspection of the customer supplied photo. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the proximal lumen was blocked; they place the catheter with this condition and they made a knot in the proximal lumen." No patient harm reported. The patient's condition is reported as fine.